Manufacturer narrative:
Concomitant medical products: etbf2816c166e stent graft, implanted: (B)(6) 2015; etlw1616c124e, implanted: (B)(6) 2015; etlw1628c156e, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma at the implantable cardioverter defibrillator (ICD) pocket approximately one month post-implant. Cultures were taken and the pocket was flushed with an antibiotic solution. An antibacterial pouch was placed around the device, and the device remains in use. No further patient complications have been reported as a result of this event.